Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum sys to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The customer has reported that the control module is coming for an ex upgrade to use with the new ex holster package. There are no pt consequences.